Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation. Based on the results of the investigation, phenomenon (1) was not reproduced. It was estimated, however, that the noisy image occurred temporarily due to the faulty cable. Additionally, phenomenon (2) was reproduced. The b30 error occurred due to the communication failure caused by the faulty cable. B30 error is an error caused by a communication failure between the cable and the processor (¿troubleshooting¿, instruction manual cv-190, chapter 9, ¿9.2: troubleshooting guide¿). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were able to be confirmed. During the evaluation, it was observed that there was a noisy image and scope communication error (b30) message present. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the hd autoclavable camera head displayed scope communication error (b30) message and the image had a ¿splash screen.¿ the reported issue occurred during preparation of use for a therapeutic laparoscopy procedure. The procedure was subsequently completed with a similar device with no delay. There were no reports of patient harm associated with this event.